Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed that the seal between the chambers had burst on the outside. The reported condition was confirmed. The root cause was not determined. A labeling review was performed; no additional instructions are needed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a 3200ml bag was being activated when the central seal broke. The reported condition occurred during use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.